Event description:
A customer reported that the cutter was not moving at the tip and would not cut the vitreous during vitrectomy surgery. The surgery was completed after replacing the probe with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with part of the o-ring in the vent hole and orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at one location on the inner cutter. The sample was retested for actuation with the probe driver and was deemed nonconforming. Additional visual inspection was performed to evaluate for potential contributor factors: the first o-ring in the rear housing was observed to be damaged, the spacer was observed to be broken, an extra o-ring was observed in the rear housing and was observed to be pinched between the broken spacer and the wall of the housing, the third o-ring was observed to be damaged. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an actuation failure. The exact root cause for the actuation failure is unknown; however, several manufacturing related potential contributor factors were identified: o-ring observed in the vent hole, extra o-ring, damaged o-rings and broken spacer. A non-conformance investigation has been initiated related to all the visual non-conformances observed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).